Event description:
Boston scientific crm received information that this patient stated his top lead had become loose. The patient stated this information had been identified by a doctor's office via latitude. Additionally, noise was observed on the atrial channel and a fracture was suspected. A health care professional also called inquiring about programming options to avoid tracking the noise.

Manufacturer narrative:
The lead was subsequently removed from service during a device changeout procedure over two years following the initial observations. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
A boston scientific crm technical services consultant provided the caller with some reprogramming options to decrease the reported clinical observations with this lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received from this patient is (B)(4) 2011. The patient was experiencing some chest pain and was inquiring about how the device would work if he had a heart attack. A boston scientific technical services consultant discussed the reported observations with the patient and stated that the patient should consult his physician. No other adverse events have been reported. This product issue will be updated if additional information is received.